Manufacturer narrative:
The product was not returned for analysis. Photo received shows an intraocular lens (iol) in the eye, the optic appears to have scratches/cuts. Based on our observation of the attached photo, there appears to be scratches/cuts on the optic. A definitive determination of damage cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. The product history records confirm that the product met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, it was noted on implantation that the lens had full thickness cut in 2 places. Additional information has been requested. This report is associated with multiple complaints. This file is 1 of 2.